Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing. There was no evidence of inappropriate therapy. Boston scientific technical services (ts) reviewed available stored device information and x-rays and suspected a loose setscrew. Surgical intervention was performed and the noise could be recreated when manipulating the lead in the device pocket. A tug test did not identify a loose connection. The lead was removed from the header and then resecured. Afterwards no noise could be reproduced. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The system remains implanted pending a replacement procedure. The field representative reported no date had been scheduled for the procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received additional information. The device continued to store untreated episodes due to the noise artifact, so the patient was brought back in for further troubleshooting. Technical services reviewed all available device data with engineering, and as the artifact could be reproduced on all sensing vectors, it was recommended that the device and electrode be explanted and replaced.

Manufacturer narrative:
The explanted device is expected to be returned. This report will be updated when analysis is complete.

Event description:
Boston scientific received additional information. The s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). There were no complications and the patient was discharged to home with normal follow-ups planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was returned with the electrode attached, fully inserted and secured with the setscrew in the down position. The seal plug was intact. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.